Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sys monitors are evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported the fluoroscopic image was intermittently unable to be viewed requiring a sys reboot to regain functionality. No pt death or serious injury was related to this event.